Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, there was difficulty loading the device, did not activate, and the staple was poorly formed. There was no patient involved.